Event description:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss.

Manufacturer narrative:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. This is a resubmission of the follow up 001, per FDA request.

Manufacturer narrative:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss.